Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Part of the active electrode array has migrated out of the cochlea. Re-positioning planned.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a partial migration of the electrode out of cochlea. Re-insertion was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
Part of the active electrode array has migrated out of the cochlea. The electrode array was reinserted.